Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event a ventilator reboot was logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation was continued with the latest settings which was confirmed by user log recording. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during ventilation in the mode spont-CPAP the touch panel stopped working and the device performed a reboot with a device failure alarm. No injury has been reported.